Event description:
The customer's mother reported via phone call that they were visited emergency room for high blood glucose with diabetic ketoacidosis on (B)(6) 2022. Customer was hospitalized for three days. Current blood glucose reading and blood glucose level at the time of hospitalization was unknown. The another blood glucose level was 300 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer would not like to troubleshooting for high blood glucose event. Customer stated auto mode feature was not active at that time. Customer was feeling sick or unwell at the time of hospitalization. Customer was also treated with intravenous insulin infusion for diabetic ketoacidosis. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11e, retainer ring = missing. Customer returned pump for an alleged visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2022. Also, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged battery cap cracked/damaged and blank display found on (B)(6) 2020. Pump was received with a missing reservoir tube o-ring and a missing retainer. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring and a missing retainer. The pump was monitored for several days, and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 02/15/2022 to 07/05/2022. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date of (B)(6) 2020. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a partially broken battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. Unable to confirm battery cap damage due to pump received without the original battery cap. Blank display was not confirmed. A missing reservoir tube o-ring and a missing retainer were confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring and a missing retainer. Unable to verify customer alleged for high bgs and dka. During visual inspection, slight corrosion was found on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.